Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. In addition, there were secondary findings of blower and flow contamination, (dust and dirt), top enclosure damage, error code e-149. The following repairs were made to the device to remedy the issue, blower, box mount, pressure tube, flow tube, pca, manifold and top enclosure. The device passed final testing.